Event description:
It was reported that when the surgeon was doing the second shooting with the needle the suture did not come into the catcher on the first pass mini right curved device. When the first pass was checked, it looked like one of the catchers was missing at the tip of the device. The surgeon found the broken piece but the nurse threw it instead of saving it. All the pieces were removed with a grasper. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
The returned device used in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the reported lot number 2028740 showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number 2028740 for the past 3 years found no related failures. Visual inspection shows that the suture trap is detached and not available. There were no manufacturing abnormalities found on the device during functional evaluation the needle could be deployed as specified. The firstpass mini right curved is a single used device and could not be further functional tested. Customer¿s complaint was confirmed. The suture trap is detached and not available. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that when the surgeon was doing the second shooting with the needle the suture did not come into the catcher on the first pass mini right curved device. When the first pass was checked, it looked like one of the catchers was missing at the tip of the device. The surgeon found the broken piece but the nurse threw it instead of saving it. A backup device was used to complete the surgery. No significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.